Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during firing the device¿s handle was making a loud crunch or crack sound. Allso the device¿s component broke off, they were not sure which component was broken, but they described it as a ¿small white piece¿, this piece fell into the patient¿s cavity and was retrieved. The patient is alive with no injury.